Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the personal diabetes manager (pdm) alerted and the patient was unable to reset the alarm. The patient was no longer able to use the pdm and visited the emergency room (ER). Blood tests were performed at the ER and the patient was given insulin for treatment. The patient received a rapid insulin pen to take home as a backup method. The patient was released from the ER after four hours.